Event description:
Additional information reported indicated that the paddle lead was implanted on (B)(6) 2013.

Event description:
It was reported the patient had their old leads taken out and had paddle leads put in. They had to change the leads out because the old leads were not covering enough area. After implant in (B)(6) 2012, the leads worked for six to seven months. The patient said it was working for their side but their feet started to hurt. They tried reprogramming and ¿other stuff.¿ the patient went to discuss a revision of the leads in september. They put a paddle lead in (B)(6) 2013.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer. (B)(4).